Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during the vitrectomy surgery, ophthalmic cutter was not functioning properly despite replacing it three times, it continued to aspirate without cutting. Cutter intermittently cutting and then no cutting. Surgery has been completed on the same day without any patient health impact. This report pertains to ophthalmic console used for one of the three patients reported from the same facility.